Event description:
It was reported that a multirate infusor completed a patient¿s infusion at a slower rate than expected. The initial fill volume was 240 ml comprised of 74 ml of fentanyl citrate, 1 ml of droperidol, 95 ml of ropivacaine hydrochloride hydrate, and 70 ml of saline (all non-baxter products). The actual infusion time was not specified, but the expected flow rate was 5 ml/hour. The reporter stated that the device was not stored in a refrigerator and was at room temperature during storage. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 21, 2013 to april 22, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.